Manufacturer narrative:
Concomitant products: inadvertently did not include on initial MDR: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter.

Event description:
It was reported that the patient was to have magnetic resonance imaging (MRI) on the day of the report to check for the presence of a granuloma (also reported as inflammatory mass) at the catheter tip. The pump system was being used to infuse an unknown medication. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n270279, implanted: (B)(6) 2011, product type: accessory. (B)(4).